Event description:
A potential product issue has been reported internally with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. Wrong multileaf collimator (mlc) field loaded into the control console. On (B) (6) 2009, 9:27 am, treatment was started but was interrupted by the system because of a mlc interlock. After reset on console, treatment was immediately continued (immediate resumption). After immediate resumption, the wrong mlc shape was downloaded to the console. This was only recognized. Because another error message (content unknown) was displayed and the user checked again the mlc shape. Further investigation is required. For a preliminary or final risk assessment, further investigation results regarding the cause and risk coverage is required. No information was reported that suggests that a mistreatment or serious injury has occurred. No other products are concerned.